Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nurse was unable to remove the medications, which led to a return to the main page. This incident resulted in a delay to patient care, since nurse had to physically go to the pharmacy to obtain the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station's database had bloated, exceeding 10 gb. A technical support specialist ran a query to shrink the database, repaired the med application, and rebooted the station in application mode to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.